Event description:
It was reported that the patient was admitted with typical chest pain and sent to the cath lab for treatment of the left anterior descending (lad) artery with long disease. A xience xpedition 2.25mm x 28mm was deployed distally and a 2.5mm x 28mm implant was deployed proximally with 1mm overlapping of the xience xpedition. Post-dilatation was done using a trek 3.0 x 20mm where the xience xpedition showed over expansion at both edges. An artery rupture took place in two places, first at the overlapping area, and the second rupture at the distal part of the xience xpedition. A graftmaster was advanced but failed to cross through the 2.5x28 mm implant. A non-abbott drug eluting stent (3.0 x 20 mm) was deployed to cover both rupture sites. Bleeding was stopped and flow was retained. The patient left the hospital today. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
Updated case details: it was reported that the patient was admitted with typical chest pain and sent to the cath lab for treatment of the left anterior descending (lad) artery with long disease. Pre-dilatation was performed with residual stenosis less than 40%. A xience xpedition 2.25mm x 28mm was deployed distally and a 2.5mm x 28mm implant was deployed proximally with 1mm overlapping of the xience xpedition. Post-dilatation was done using a trek 3.0 x 20mm where the xience xpedition showed over expansion at both edges. An artery rupture took place in two places, first at the overlapping area, and the second rupture at the distal part of the xience xpedition. Pressure went down dramatically and flow was obstructed. A graftmaster was advanced but failed to cross through the absorb which caused a clinically significant delay in procedure. A non-abbott drug eluting stent (3.00 x 20) was deployed to cover both rupture sites. Bleeding was stopped and flow was retained. The patient was stabilized and admitted to the hospital for 1 night in the coronary care unit for another 24 hours observation in the wards. The patient left the hospital on (B)(6) 2014, two days post procedure, which was considered prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported. Hypotension, occlusion and arterial perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.